Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. It was further reported that the procedure was completed with another device and no coaxial was intended for use in the procedure. There was no patient contact.

Manufacturer narrative:
Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula self-activated. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was overlapped and the right bumper was bent within the device housing. Additionally blood was found between the stylet and cannula. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. The overlapped bumper likely contributed to the identified bent bumper as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. It was further reported that the procedure was completed with another device and no coaxial was intended for use in the procedure. There was no patient contact.